Manufacturer narrative:
Combination product: yes corrected the initial reporter information. Reference CAPA# (B)(4). Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The stent was returned inside the affected products sterile pouch. The stent is severely deformed over its entire length, i.e. It is flat and several struts are strongly bent. The delivery system was not returned for analysis. Review of the angiographic material did not provide further relevant information with regards the root cause of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An synsiro pro drug-eluting stent system was selected for treatment of a lesion in the rca. After treatment of the proximal lesion with the orsiro mission, it was tried to deploy the complaint synsiro pro to the distal rca lesion. During the attempt, a gritty sensation was noticed (device could not be pushed forward anymore) and therefore the stent was immediately put into rca ostium, then withdrawn from the patient and checked out for the stent structure. It was observed that the distal part of the stent was damaged.

Manufacturer narrative:
Combination product: yes

Manufacturer narrative:
Combination product: yes. 22-mar-2024 additional information : stent was used to treat a moderately calcified lesion (70-80 percent stenosis degree) in the mid rca. After pre-dilation of the lesion, an orsiro mission 3.5/40 was implanted in the proximal rca. Thereafter, the affected device was introduced and advanced towards the distal lesion, but the device became stuck. The affected device was put into rca ostium and then successfully withdrawn. Outside of the patients body it was observed that the stent was deformed at its distal end. After additional correspondence with the local staff, it was clarified that the tip of the stent was already peeled away from the delivery system. So, they took out the stent from the delivery systems to wash the blood and check. Only the stent was returned and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The stent was returned inside the affected products sterile pouch. The stent is severely deformed over its entire length, i.e. It is flat and several struts are strongly bent. The delivery system was not returned for analysis. Review of the angiographic material did not provide further relevant information with regards the root cause of the complaint. The actual complaint event is not visible. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.